Event description:
It was reported that patient presented to the clinic feeling her stomach and chest thumping. X-ray was performed and was determined that the patient had been twiddling the device, and dislodgement of atrial lead was confirmed, the right ventricular (rv) lead was pulled and lost slack. The physician elected to reposition the atrial lead. During the procedure, the physician was unable to retract and extend the helix on the lead and decided to explant and replace it with the new atrial lead. The physician added slack back to the rv lead. The patient was discharged from the hospital after the procedure with no issues.